Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification up to the 10th march 2013. The device failed a self-test due to a low battery on the 17th march 2013 and remained in fault mode until the 16th april 2013, when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups one of 10 minutes in duration occurring between (B)(6) 2015 and the last log entry on the (B)(6) 2015. The device records manual power ups containing nonsensical durations. This may indicate the device was switching on automatically and the user was intervening to remove the pad-pak to power off the device. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. There was one ten minute time out recorded. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. A device switching itself on automatically can cause premature depletion of the pad-pak (battery). The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.